Event description:
It was reported the patient had normal thresholds. There was a moment that the patient was symptomatic and after evaluation it was observed a threshold increase. The integrity of the leads was evaluated and were all correct. During the generator replacement, before disconnecting the device, the threshold measured 6v@1ms. Measuring with the analyzer, the sales rep obtained 1.4@0.5ms. The doctor suspected a generator problem. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found.